Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("severe pain"), discomfort ("discomfort"), skin irritation ("irritation to the skin") and cognitive disorder ("cognitive issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pain, discomfort, skin irritation, weight increased and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, discomfort, genital haemorrhage, pain, skin irritation and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), skin irritation ("irritation to the skin"), discomfort ("discomfort") and cognitive disorder ("cognitive issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, skin irritation, discomfort, weight increased and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, discomfort, genital haemorrhage, pelvic pain, skin irritation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: incorrect source documents were added. Upon receipt of new follow-up, it was noted that information from (B)(6) 2020 belongs to another patient. For this reason, the events hives and itching were deleted, as well as the treatment drug antihistamines. Hospitalization was selected. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), skin irritation ("irritation to the skin"), discomfort ("discomfort") and cognitive disorder ("cognitive issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, skin irritation, discomfort, weight increased and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, discomfort, genital haemorrhage, pelvic pain, skin irritation and weight increased to be related to essure. Lot number: c51348. Manufacturing date:2014/05/08. Expiration date:2017/05/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain / localised pain') and genital haemorrhage ('heavy and extended periods of bleeding / heavy abnormal bleeding') in an adult female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity and parity 3. Previously administered products included for an unreported indication: ius and depo provera. Past adverse reactions to the above products included uterine perforation with ius. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), skin irritation ("irritation to the skin"), discomfort ("discomfort"), cognitive disorder ("cognitive issues"), hypersensitivity ("allergy symptoms"), feeling abnormal ("brain fog") and amnesia ("memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, skin irritation, discomfort, weight increased, cognitive disorder, hypersensitivity, feeling abnormal and amnesia outcome was unknown. The reporter considered amnesia, cognitive disorder, discomfort, feeling abnormal, genital haemorrhage, hypersensitivity, pelvic pain, skin irritation and weight increased to be related to essure. The reporter commented: some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: both tubes are completely blocked. Lot number:c51348 manufacturing date:2014/05/08 expiration date:2017/05/31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: the follow information were updated: pregnant was update from unknown to no; event were added allergy symptoms, brain fog, memory loss, heavy abnormal bleeding was added to event heavy and extended periods of bleeding, localized pain was added to severe pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), skin irritation ("irritation to the skin"), discomfort ("discomfort") and cognitive disorder ("cognitive issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, skin irritation, discomfort, weight increased and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, discomfort, genital haemorrhage, pelvic pain, skin irritation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: incorrect source documents were added. Upon receipt of new follow-up, it was noted that information from 20-mar-2020 and 23-mar-2020 belongs to another patient. For this reason, the events hives and itching were deleted, as well as the treatment drug antihistamines. Hospitalization was selected. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and genital haemorrhage ('heavy and extended periods of bleeding') in an adult female patient who had essure (batch no. C51348) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), skin irritation ("irritation to the skin"), discomfort ("discomfort") and cognitive disorder ("cognitive issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, skin irritation, discomfort, weight increased and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, discomfort, genital haemorrhage, pelvic pain, skin irritation and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 10-jun-2020: essure lot number c51348 was inserted on (B)(6) 2015 we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy and extended periods of bleeding'), pelvic pain ('severe pain') and urticaria ('hives') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), urticaria (seriousness criterion medically significant), pruritus ("itching"), skin irritation ("irritation to the skin"), discomfort ("discomfort") and cognitive disorder ("cognitive issues") and was found to have weight increased ("weight gain"). The patient was treated with antihistamines and surgery (bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, urticaria, pruritus, skin irritation, discomfort, weight increased and cognitive disorder outcome was unknown. The reporter considered cognitive disorder, discomfort, genital haemorrhage, pelvic pain, pruritus, skin irritation, urticaria and weight increased to be related to essure. The following information was received from social media: hives, itching most recent follow-up information incorporated above includes: on 20-mar-2020: new events hives and itching added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain / localised pain") and heavy menstrual bleeding ("heavy and extended periods of bleeding / heavy abnormal bleeding / menorrhagia difficult to deal with / very heavy periods and large clots") in a 34 year-old female patient who had essure inserted (lot no. C51348). Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy in 2013 and non-smoker, tonsillectomy, parity 3 and obesity (weight gain from bmi 39 to 43 (current state (B)(6) 2023)). Patient has had three children in the past all via vaginal deliveries. She has no regular medications, does not smoke and has recently changed jobs and is working on a chicken farm. Previously administered products included: depo provera and intrauterine contraceptives. Past adverse reactions to the above products included: uterine perforation with intrauterine contraceptives. Concurrent conditions were listed as acne vulgaris since 2011, asthma and nickel sensitivity since 2009 as well as regular menstrual cycle (regular menstrual bleeding of 5 to 8 days per cycle every 28 to 30 days). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 861 days after essure insertion, she experienced allergy to metals ("nickel sensitivity"). On (B)(6) 2022 she experienced heavy menstrual bleeding (seriousness criterion medically important). An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), skin irritation ("irritation to the skin"), discomfort ("discomfort"), cognitive disorder ("cognitive issues"), hypersensitivity ("allergy symptoms"), feeling abnormal ("brain fog") and amnesia ("memory loss") and was found to have weight increased ("weight gain, current bmi is 43 ((B)(6) 2023) with weight of 124 kg"). The patient was hospitalised in 2019. The patient was treated with tranexamic acid and norethisterone as well as surgery (bilateral laparoscopic salpingectomy in 2019). At the time of the report, the heavy menstrual bleeding, discomfort, weight increased and allergy to metals had not resolved. The outcomes for pelvic pain, skin irritation, cognitive disorder, hypersensitivity, feeling abnormal and amnesia were unknown. The reporter considered allergy to metals, amnesia, cognitive disorder, discomfort, feeling abnormal, heavy menstrual bleeding, hypersensitivity, pelvic pain, skin irritation and weight increased to be related to essure administration. The reporter commented: some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not) both cornua clearly seen 8 coils on the left and 3 on the right. Patient was last seen by the physicians in 2019 for a bilateral salpingo-oophorectomy which was done laparoscopically to remove essure. However menorrhagia continues. She describes a regular menstrual cycle for 5 to 8 days every 28 to 30 days, but she suffers significantly with ongoing menorrhagia with very heavy periods and large clots. She is finding difficult to deal with. E.g. Needs changing tampons on occasion every 20 minutes. She has previously been prescribed tranexamic acid, which did not help and norethisterone which has helped to some degree, but when she stops this, she gets a heavy bleed. Physicians have discussed with plaintiff the options for management of menorrhagia, but she remains keen on perusing option of having hysterectomy. Discrepancy noted- performed surgery- bilateral salpingectomy in 2019 or bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43 kg/sqm. [Histology] on (B)(6) 2018: histology of fallopian tubes, that were removed along with the essure inserts, has not picked up any abnormality in the fallopian tubes [hysterosalpingogram] on (B)(6) 2016: both tubes are completely blocked [ultrasound scan] on (B)(6) 2016: both essure inserts clearly seen touching the endometrium and through the myometrium and serosa satisfactory position of both inserts. Patient has agreed to undergo hsg for governance and will continue implant. Lot number: c51348, manufacturing date: 2014/05/08, expiration date: 2017/05/31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: newmedical information provided. Patient is employed, mother of 3 children, non-smoker, no regular medications, currently complains about acne vulgaria, asthma, both occurred before insertion of essure and menorrhagia and nickel sensitivity appeared during application of essure. In 2019 she had a bilateral salpingo-oophorectomy done laparoscopically. Histological investigation after laparoscopy did not find any abnormalities of fallopian tubes. Conditions and circumstances with ongoing heavy menstrual bleeding were specified including medical treatment with tranexamic acid and norethisterone. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain/localised pain") and heavy menstrual bleeding ("heavy and extended periods of bleeding/heavy abnormal bleeding/menorrhagia difficult to deal with/very heavy periods and large clots") in a 34 year-old female patient who had essure inserted (lot no. C51348). Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy in 2013 and non-smoker, tonsillectomy, parity 3 and obesity (weight gain from bmi 39 to 43 (current state (B)(6) 2023)). Patient has had three children in the past all via vaginal deliveries. She has no regular medications, does not smoke and has recently changed jobs and is working on a chicken farm. Previously administered products included: depo provera and intrauterine contraceptives. Past adverse reactions to the above products included: uterine perforation with intrauterine contraceptives. Concurrent conditions were listed as acne vulgaris since 2011, asthma and nickel sensitivity since 2009 as well as regular menstrual cycle (regular menstrual bleeding of 5 to 8 days per cycle every 28 to 30 days). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 861 days after essure insertion, she experienced allergy to metals ("nickel sensitivity"). On (B)(6) 2022, she experienced heavy menstrual bleeding (seriousness criterion medically important). An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), skin irritation ("irritation to the skin"), discomfort ("discomfort"), cognitive disorder ("cognitive issues"), hypersensitivity ("allergy symptoms"), feeling abnormal ("brain fog") and amnesia ("memory loss") and was found to have weight increased ("weight gain, current bmi is 43 ((B)(6) 2023) with weight of 124 kg"). The patient was hospitalised in 2019. The patient was treated with tranexamic acid and norethisterone as well as surgery (bilateral laparoscopic salpingectomy in 2019). At the time of the report, the heavy menstrual bleeding, discomfort, weight increased and allergy to metals had not resolved. The outcomes for pelvic pain, skin irritation, cognitive disorder, hypersensitivity, feeling abnormal and amnesia were unknown. The reporter considered allergy to metals, amnesia, cognitive disorder, discomfort, feeling abnormal, heavy menstrual bleeding, hypersensitivity, pelvic pain, skin irritation and weight increased to be related to essure administration. The reporter commented: some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not) both cornua clearly seen 8 coils on the left and 3 on the right. Patient was last seen by the physicians in 2019 for a bilateral salpingo-oophorectomy which was done laparoscopically to remove essure. However menorrhagia continues. She describes a regular menstrual cycle for 5 to 8 days every 28 to 30 days, but she suffers significantly with ongoing menorrhagia with very heavy periods and large clots. She is finding difficult to deal with. E.g. Needs changing tampons on occasion every 20 minutes. She has previously been prescribed tranexamic acid, which did not help and norethisterone which has helped to some degree, but when she stops this, she gets a heavy bleed. Physicians have discussed with plaintiff the options for management of menorrhagia, but she remains keen on perusing option of having hysterectomy. Discrepancy noted- performed surgery- bilateral salpingectomy in 2019 or bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43 kg/sqm. [Histology] on (B)(6) 2018: histology of fallopian tubes, that were removed along with the essure inserts, has not picked up any abnormality in the fallopian tubes. [Hysterosalpingogram] on (B)(6) 2016: both tubes are completely blocked. [Ultrasound scan] on (B)(6) 2016: both essure inserts clearly seen touching the endometrium and through the myometrium and serosa satisfactory position of both inserts. Patient has agreed to undergo hsg for governance and will continue implant. Lot number: c51348. Manufacturing date: 2014/05/08. Expiration date: 2017/05/31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pain / localised pain") and heavy menstrual bleeding ("heavy and extended periods of bleeding / heavy abnormal beeding / menorrhagia difficult to deal with / very heavyperiods and large clots") in a 34 year-old female patient who had essure inserted (lot no. C51348). Additional non-serious events are detailed below. The patient had a medical history of cholecystectomy in 2013 and non-smoker, tonsillectomy, parity 3 and obesity (weight gain from bmi 39 to 43 (current state (B)(6) 2023)). Patient has had three children in the past all via vaginal deliveries. She has no regular medications, does not smoke and has recently changed jobs and is working on a chicken farm. Previously administered products included: depo provera and intrauterine contraceptives. Past adverse reactions to the above products included: uterine perforation with intrauterine contraceptives. Concurrent conditions were listed as acne vulgaris since 2011, asthma and nickel sensitivity since 2009 as well as regular menstrual cycle (regular menstrual bleeding of 5 to 8 days per cycle every 28 to 30 days). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 861 days after essure insertion, she experienced allergy to metals ("nickel sensitifity"). On (B)(6) 2022 she experienced heavy menstrual bleeding (seriousness criterion medically important). On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), skin irritation ("irritation to the skin"), discomfort ("discomfort"), cognitive disorder ("cognitive issues"), hypersensitivity ("allergy symptoms"), brain fog ("brain fog"), amnesia ("memory loss"), genital haemorrhage ("abnormal bleeding ") and mental disorder ("psychological issues") and was found to have weight increased ("weight gain, current bmi is 43 ( (B)(6) 2023) with weigt of 124 kg"). The patient was hospitalised in 2019. The patient was treated with tranexamic acid and norethisterone as well as surgery (bilateral laparoscopic salpingectomy in 2019). At the time of the report, the heavy menstrual bleeding, discomfort, weight increased and allergy to metals had not resolved. The outcomes for pelvic pain, skin irritation, cognitive disorder, hypersensitivity, brain fog, amnesia, genital haemorrhage and mental disorder were unknown. The reporter considered allergy to metals, amnesia, brain fog, cognitive disorder, discomfort, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mental disorder, pelvic pain, skin irritation and weight increased to be related to essure administration. The reporter commented: some of the symptoms continue until the date of reporting (B)(6) 2021 (it was not reported which of the symptoms had been recovered or not) both cornua clearly seen 8 coils on the left and 3 on the right. Patient was last seen by the physicians in 2019 for a bilateral salpingo-oophorectomy which was done laparoscopically to remove essure. However menorrhagia continues. She describes a regular menstrual cycle for 5 to 8 days every 28 to 30 days, but she suffers significantly with ongoing menorrhagia with very heavy periods and large clots. She is finding difficult to deal with. E.g. Needs changing tampons on occasion every 20 minutes. She has previously been prescribed tranexamic acid, which did not help and norethisterone which has helped to some degree, but when she stops this, she gets a heavy bleed. Physicians have discussed with plaintiff the options for management of menorrhagia, but she remains keen on persuing option of having hysterectomy. Discrepancy noted- performed surgery- bilateral salpingectomy in 2019 or bilateral salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 43 kg/sqm. [Histology] on (B)(6) 2018: histology of fallopian tubes, that were removed along with the essure inserts, has not picked up any abnormality in the fallopian tubes [hysterosalpingogram] on (B)(6) 2016: both tubes are completely blocked [ultrasound scan] on (B)(6) 2016: both essure inserts clearly seen touching the endometrium and through the myometrium and serosa satisfactory position of both inserts. Patient has agreed to undergo hsg for governance and will continue implant lot number:c51348 manufacturing date:2014/05/08 expiration date:2017/05/31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. Genital bleeding, mental disorder are added. Reporter information, medical history updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.